Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device would not inflate. The physician tried to inflate but there was no fluid. All components were removed and replaced. There were no patient complications.